Event description:
It was reported via clinic notes that a pt was experiencing worsening seizure control for about 1 to 1 1/2 months. The pt was admitted to the hosp due to the lack of seizure control for approx six days. The pt was also having aspiration pneumonia at the time (MDR 1644487-2011-00929) however, the seizure control did not improve significantly despite adequate treatment of the pneumonia. The pt was reported to have a few seizure-free days followed by a cluster of events over a twenty-four hour period. The seizures continued to occur when the pt's dosage of carbamazepine was increased therefore the pt was started on vimpat. Since the changes, the pt has experienced an overall improvement in seizure control although there have been some occasional breaks in control that could be due to changes in the pt's AED doses. The pt's device was checked without any issues however it was not clear if any changes to the device settings were made. The physician indicated that the trigger for the seizures appeared to be the pneumonia although it was adequately treated and the seizures continued therefore further medication adjustments may be needed in order to re-stabilize the pt. Good faith attempts to obtain add'l info have been unsuccessful to date.